Event description:
The complainant reported that the patient on impella cp support experienced intermittent bradycardia. A decision was made to restart epi. Additionally, the patient also had hemolysis, and it was managed with continuous veno-venous hemodialysis. The patient was successfully explanted after left ventricle ejection fraction recovery. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. There were no motor current (mc) spikes, abnormal placement signal (ps) or purge issues observed during support. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.